Event description:
It was reported that during a surgical procedure at the user facility the console was experiencing errors. A manufacturer field service technician tested the device and noted the irrigation wheel was not spinning. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully without a delay and that there were no adverse consequences or medical interventions.

Manufacturer narrative:
This follow-up report is being submitted due to the investigation being completed.

Event description:
It was reported that during a surgical procedure at the user facility the console was experiencing errors. A manufacturer field service technician tested the device and noted the irrigation wheel was not spinning. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully without a delay and that there were no adverse consequences or medical interventions.